Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) oversensed the atrial channel resulting in pacing inhibtion in the right ventricle (rv). A boston scientific technical services (ts) consultant discussed programming options. The field representative changed the sensitivity setting and this addressed the issue.

Manufacturer narrative:
(B)(4). As of today, the available information suggests this device remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated.the device was subsequently explanted for an unspecified reason and was returned for testing. This product issue will be updated when device evaluation is complete.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.